Event description:
It was reported that the stent stopped advancing once 4-5mm outside of the delivery system during an sfa procedure. The system was removed and replaced with a competitors item to complete the case without any further complications. The item was being used aginst labeled indications.